Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.4, re-test: 4.5. Tests were performed minutes apart. The same finger was used for testing. Pt self tester called back with the results: date: (B)(6) 2011, inratio: 4.4, lab: 3.6. Tests done within 2 hours of each other. Pt states that she was in the hospital at the beginning of the month. Doctors changed her cholesterol medication and she is no longer on prednisone. She noticed that her results tended to be higher when she was on prednisone.

Manufacturer narrative:
Investigation pending.